Manufacturer narrative:
E1: initial reporter phone:(B)(6). H11: device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The target lesion, located in the superficial femoral artery (sfa), had a long segment of occlusion, mild tortuosity, thrombus, and mild calcification, causing the patient pain in the lower extremity. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat arterial plaque in the lower extremity. During the procedure, device could not suction and failed to evacuate as expected. The case was completed with another device of a different model. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that failure to evacuate occurred. The target lesion, located in the superficial femoral artery (sfa), had a long segment of occlusion, mild tortuosity, thrombus, and mild calcification, causing the patient pain in the lower extremity. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat arterial plaque in the lower extremity. During the procedure, device could not suction and failed to evacuate as expected. The case was completed with another device of a different model. There were no patient complications as a result of this event.